Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly pt. Experienced a prosthetic modular neck fracture. (B)(6) chose to revise and replace the fractured neck for another modular neck made from cocr. This revision was accomplished with the use of a high speed burr to remove the remnant from the stem pocket.